Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A check on the causes of the sic indicates that the lead is oversensing the lead impedance measurement, suggestive of being in contact with a previously abandon capped lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.